Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported she experienced hyperglycemia of up to 422 mg/dl despite increasing her basal rate, delivering boluses, and changing the accessories. She switched to her backup infusion device, and her blood glucose returned to normal within 2 hours. She believes the basal delivery of the primary infusion device is inaccurate. No adverse event was reported. The alleged products were requested for evaluation.